Manufacturer narrative:
The sample was discarded and therefore is not available for evaluation. If any additional information becomes available a follow up medwatch will be submitted. This product is manufactured for distribution outside of the u.s. And does not have a 510k number. This incident is being reported because the product is the same as or similar to a product distributed within the u.s. (B)(4).

Event description:
The customer reported to baxter (B)(4) on (B)(6) 2010 an incident where the roller clamp would not shut off with an administration set. At the time of the incident it was reported that the fluid would continue to flow despite the roller clamp being fully closed. This created the potential for a serious situation as the thoracic patient received 500 ml of an unknown medication and the nurse thought the drip was turned off. There was no patient injury or medical intervention associated with this report. No additional information was available.